Event description:
Pt developed bilateral capsular contracture. Grade ii-iii on left and grade ii on right on 10/17/95. Pt had bilateral open capsulotomy with removal of silicone implants and replacement with saline implants.